Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that the sensor and transmitter tore off during garden work. The patient went to the hospital to check if the sensor wire was still inside his abdomen as it was not visible; two x-rays were taken, which did not show the wire present. At the time of the report nine days later the patient was well and had no pain. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.